Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B76531) for female sterilisation. The patient had a medical history of metaplasia and depression on (B)(6) 2022, abortion and gravida I in 2014. Previously administered products included: penicillina for allergy and gabapentina and buspirona [buspirone]. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3100 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: r 2, l 0. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen(s): a uterus, cervix, tubes. Clinical history: chronic pelvic pain. Robotic-assisted hysterectomy; 119 g. Final pathologic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and myometrium: extensive adenomyosis. Endometrium: disordered proliferative phase endometrium with tubal metaplasia. Negative for hyperplasia or malignancy. Cervix: chronic endocervicitis with reactive squamous metaplasia. Negative for dysplasia or malignancy. Uterine serosa: endosalpingiosis. Bilateral fallopian tubes: benign fallopian tubes without significant histopathologic change. Benign left para tubal cyst. Negative for malignancy. Gross description: received in formalin and consists of a uterus, cervix and attached bilateral fallopian tubes. The specimen is 119 g-or weight. The uterus and cervix alone weighs 106 g-at time of gross. The uterus is 9.2 cm superior to inferior, 3.5 cm anterior to posterior and 4.6 cm cornu to cornu. [Ultrasound pelvis] on (B)(6) 2022: showed a uterus measuring 10 x 4 x 5 cm with a 3-mm endometrial lining and normal-appearing ovaries. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information, medical history, lab data, lot no. Indication, drug start and stop date, event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 7 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (b(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B76531) for female sterilisation. The patient had a medical history of metaplasia and depression on (B)(6) 2022, abortion and gravida I in 2014. Previously administered products included: penicillin nos for allergy and gabapentin and buspirone. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3100 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: r 2, l 0. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen(s): a uterus, cervix, tubes clinical history: chronic pelvic pain. Robotic-assisted hysterectomy; 119 g. Final pathologic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and - myometrium: - extensive adenomyosis. - endometrium: - disordered proliferative phase endometrium with tubal metaplasia. - negative for hyperplasia or malignancy. - cervix: - chronic endocervicitis with reactive squamous metaplasia. - negative for dysplasia or malignancy. - uterine serosa: - endosalpingiosis. - bilateral fallopian tubes: - benign fallopian tubes without significant histopathologic change. - benign left para tubal cyst. - negative for malignancy. Gross description: received in formalin and consists of a uterus, cervix and attached bilateral fallopian tubes. The specimen is 119 g-or weight. The uterus and cervix alone weighs 106 g-at time of gross. The uterus is 9.2 cm superior to inferior, 3.5 cm anterior to posterior and 4.6 cm cornu to cornu. [Ultrasound pelvis] on (B)(6) 2022: showed a uterus measuring 10 x 4 x 5 cm with a 3-mm endometrial lining and normal-appearing ovaries. Batch no b76531 production date~2013-10-04 expiration date 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.